Event description:
It was reported with the use of the bd luer-lok¿ syringes there were 4 occurrences with plunger rod cracked.

Manufacturer narrative:
Investigation summary: three samples and one photo were received for evaluation. They have the plunger rod ribs damaged. One photo was provided it shows the plunger rod ribs damaged therefore failure mode is verified. This was likely caused during the assembly process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8206882 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8206882 during this production run.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringes there were 4 occurrences with plunger rod cracked.